Event description:
It was reported that the system had a temperature error message displayed and shut down. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer was instructed about working conditions of the x-ray tube. The system was tested and found to be working as intended and put back into service.